Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a pause episode with the oscillating characteristic was noted on the implantable cardiac monitor via merlin transmission. The patient was stable before, during and after the event. The patient was experiencing normal sinus rhythm.